Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the distal end was intact; it was not broken off as reported. The nitinol tubing was stretched and had separated 0.5cm from the distal end. The nitinol tubing was still attached to the core wire and platinum coil. The platinum coil was also stretched. The core wire was not broken. From the severity of the stretching to the nitinol tubing and platinum coil, it appeared that the guidewire had undergone excessive force. Examination of the proximal part of the device noted that the polytetrafluoroethylene coating was slightly peeled off at approximately 38cm and 46cm from the proximal end. The torque device brass collett markings appeared to be on the guidewire. From the condition of the guidewire it appeared that the torque device had been dragged at the section where the coating was missing. This is indicative that the torque device was insecurely fastened onto the device. The directions for use specifically caution that insecure fastening of the torque device can lead to ptfe peeling, the cause is considered to be use related. Therefore this is considered to be related to use/user error.

Event description:
It was reported that the device had been used in the procedure without issue but when the physician was preparing to use the device again the distal tip broke. This occurred outside the patient and the procedure was completed with another guidewire. No other information is available.

Manufacturer narrative:
(B)(4) - the reported tip broke.

Event description:
It was reported that the device had been used in the procedure without issue but when the physician was preparing to use the device again the distal tip broke. This occurred outside the patient and the procedure was completed with another guidewire. No other information is available.